Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. In addition, it was reported that the touchscreen briefly became unresponsive. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call. There was no impact to the customer's blood glucose (bg) level. The customer declined to reload the same cartridge.